Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device using a 9f sheath after an electrophysiology procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The product was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the reported information there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: subsequent to filing the initial report, additional information was received stating the device will not be returned as it was discarded.